Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked. Reportedly, the pump was pushed against the tailgate of a truck with great force and the touch screen became cracked. Additionally, half of the touch screen became unresponsive to touch. Customer's blood glucose was 100-200 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.